Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a patient using the ilet experienced hypoglycemia after receiving approximately 6.5 units of insulin over a short period despite only a mild glucose excursion, and the care team temporarily adjusted the daytime glucose target before reverting to the usual target; the pump was later replaced per the patient¿s report. Symptoms included hypoglycemia. Outcomes included self-treatment with oral glucose. Investigation included review of available use history and follow-up attempts with the patient and clinical services to clarify dosing behavior and device performance. Investigation of this case revealed that the cause of the low glucose was unclear due to limited event recall and unavailable device data, and no specific device malfunction or component failure was identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.